Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that secondary tubing set that was infusing ativan was unintentionally disconnected from the primary tubing set. Unsure if the patient received the full dose of ativan. Although requested, no additional information was provided.